Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient was brought into the hospital via ambulance experiencing presyncope. Upon interrogation, the right ventricular lead exhibited a loss of capture which caused pauses for up to 18 seconds. The lead was successfully capped and replaced. The patient was doing fine post surgery.